Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. In (B)(6)2008, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In march 2016, the patient experienced dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), pyrexia ("fever"), headache ("headache"), migraine ("migraines"), hot flush ("hot flashes"), palpitations ("blood or heart disorder/condition type: heart palpaitation"), fatigue ("fatigue"), abdominal distension ("bloating"), wheezing ("wheezing"), multiple allergies ("allergies"), paraesthesia ("finger tingling"), hypoaesthesia ("numbness"), dyspnoea ("sob/shortness of breath "), abdominal pain ("abdominal pain"), dizziness ("dizziness"), pain in extremity ("leg pain") and premature menopause ("early menopause") and was found to have weight increased ("weight gain"). The patient was treated with surgery (remove essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, hypersensitivity, migraine, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, wheezing, multiple allergies, hypoaesthesia, abdominal pain lower and premature menopause outcome was unknown, the pyrexia, headache, weight increased, hot flush, palpitations, abdominal distension, dyspnoea, abdominal pain and dizziness had resolved and the paraesthesia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, autoimmune disorder, dizziness, dysmenorrhoea, dyspnoea, fatigue, genital haemorrhage, headache, hot flush, hypersensitivity, hypoaesthesia, menorrhagia, migraine, multiple allergies, pain in extremity, palpitations, paraesthesia, pelvic pain, premature menopause, pyrexia, vaginal haemorrhage, weight increased and wheezing to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram: in 2008: total bilateral occlusion. Ultrasound scan: on an unknown date: results: coils are protruding into the uterus. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received: event hot flash, vaginal bleeding, menorrhagia, palpitation, dysmenorrhea, fatigue, bloating, wheezing, allergies, paresthesia, hypoaesthesia, dyspnea, abdominal pain lower, abdominal pain, leg pain, early menopause added. Outcome of event dizziness, abdominal pain, hot flashes, shortness of breath, headache, heart palpitation, fever , bloating, weight gain added as recovered and numbness in finder as recovering. Medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic carmping'), pelvic inflammatory disease ('pelvic inflamation'), genital haemorrhage ('abnormal bleeding') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), pyrexia ("fever/low grade fever"), headache ("headache"), migraine ("migraines"), hot flush ("hot flashes"), palpitations ("blood or heart disorder/condition type:heart palpaitation"), fatigue ("fatigue"), abdominal distension ("bloating"), wheezing ("wheezing"), multiple allergies ("allergies"), paraesthesia ("finger tingling/tingling in the hands"), hypoaesthesia ("numbness"), dyspnoea ("sob/shortness of breath "), abdominal pain ("abdominal pain"), dizziness ("dizziness"), pain in extremity ("leg pain / left leg pain"), premature menopause ("early menopause"), nasopharyngitis ("cold"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysuria ("peeing to hurt"), dysgeusia ("taste metallic"), ovarian cyst ("cyst"), musculoskeletal pain ("shoulder pain/neck pain"), arthralgia ("hip pain"), stress ("stress"), tinnitus ("ringing"), menstruation delayed ("started missing cycle completely") and device expulsion ("essure in uterus") and was found to have weight increased ("weight gain") and white blood cell count decreased ("white blood cell count comes up"). The patient was treated with surgery (remove essure implant and remove essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, genital haemorrhage, autoimmune disorder, hypersensitivity, migraine, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, wheezing, multiple allergies, hypoaesthesia, abdominal pain lower, premature menopause, nasopharyngitis, dysuria, ovarian cyst, musculoskeletal pain, arthralgia, stress, tinnitus, menstruation delayed and device expulsion outcome was unknown, the pyrexia, headache, weight increased, hot flush, palpitations, abdominal distension, dyspnoea, abdominal pain, dizziness, bladder disorder, urinary tract disorder, dysgeusia and white blood cell count decreased had resolved and the paraesthesia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, bladder disorder, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspnoea, dysuria, fatigue, genital haemorrhage, headache, hot flush, hypersensitivity, hypoaesthesia, menorrhagia, menstruation delayed, migraine, multiple allergies, musculoskeletal pain, nasopharyngitis, ovarian cyst, pain in extremity, palpitations, paraesthesia, pelvic inflammatory disease, pelvic pain, premature menopause, pyrexia, stress, tinnitus, urinary tract disorder, vaginal haemorrhage, weight increased, wheezing and white blood cell count decreased to be related to essure. The reporter commented: pmh: chronic neck pain, occasional flexeril. G1p0 ¿ miscarriage at 4-6 weeks. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion. Ultrasound scan - on an unknown date: results: coils are protruding into the uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: ovarian cyst, nasopharyngitis, pelvic inflammatory disease, dysuria, dysgeusia , dyspnoea, musculoskeletal pain, arthralgia, stress, urinary tract disorder, bladder disorder, missed period ,device expulsion most recent follow-up information incorporated above includes: on 1-oct-2019: social media received: new events added- shoulder pain, hip pain, stress, ovarian cyst, shortness of breath, taste metallic, peeing to hurt, urinary disorder, bladder problems, cold, pelvic inflammation and tinnitus were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic cramping'), pelvic inflammatory disease ('pelvic inflammation') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), pyrexia ("fever/low grade fever"), headache ("headache"), migraine ("migraines"), hot flush ("hot flashes"), palpitations ("blood or heart disorder/condition type:heart palpitation"), fatigue ("fatigue"), abdominal distension ("bloating"), wheezing ("wheezing"), multiple allergies ("allergies"), paraesthesia ("finger tingling/tingling in the hands"), hypoaesthesia ("numbness"), dyspnoea ("sob/shortness of breath "), abdominal pain ("abdominal pain"), dizziness ("dizziness"), pain in extremity ("leg pain / left leg pain"), premature menopause ("early menopause"), nasopharyngitis ("cold"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysuria ("peeing to hurt"), dysgeusia ("taste metallic"), ovarian cyst ("cyst"), musculoskeletal pain ("shoulder pain/neck pain"), arthralgia ("hip pain"), stress ("stress"), tinnitus ("ringing"), menstruation delayed ("started missing cycle completely, from (B)(6) until last week") and device expulsion ("essure in uterus") and was found to have weight increased ("weight gain") and white blood cell count decreased ("white blood cell count comes up"). The patient was treated with surgery (remove essure implant and remove essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, genital haemorrhage, autoimmune disorder, hypersensitivity, migraine, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, wheezing, multiple allergies, hypoaesthesia, abdominal pain lower, premature menopause, nasopharyngitis, dysuria, ovarian cyst, musculoskeletal pain, arthralgia, stress, tinnitus, menstruation delayed and device expulsion outcome was unknown, the pyrexia, headache, weight increased, hot flush, palpitations, abdominal distension, dyspnoea, abdominal pain, dizziness, bladder disorder, urinary tract disorder, dysgeusia and white blood cell count decreased had resolved and the paraesthesia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, bladder disorder, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspnoea, dysuria, fatigue, genital haemorrhage, headache, hot flush, hypersensitivity, hypoaesthesia, menorrhagia, menstruation delayed, migraine, multiple allergies, musculoskeletal pain, nasopharyngitis, ovarian cyst, pain in extremity, palpitations, paraesthesia, pelvic inflammatory disease, pelvic pain, premature menopause, pyrexia, stress, tinnitus, urinary tract disorder, vaginal haemorrhage, weight increased, wheezing and white blood cell count decreased to be related to essure. The reporter commented: pmh: chronic neck pain, occasional flexeril. G1p0 ¿ miscarriage at 4-6 weeks. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion. Ultrasound scan - on an unknown date: results: coils are protruding into the uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: ovarian cyst, nasopharyngitis, pelvic inflammatory disease, dysuria, dysgeusia , dyspnoea, musculoskeletal pain, arthralgia, stress, urinary tract disorder, bladder disorder, missed period, device expulsion. Amendment: the report was amended for the following reason: this report was detected to be a duplicate to records # (B)(4) which will be deleted from bayer safety database after all information was transferred to this duplicate record # (B)(4) which will be retained. New: social media reporters added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic carmping'), pelvic inflammatory disease ('pelvic inflamation') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), pyrexia ("fever/low grade fever"), headache ("headache"), migraine ("migraines"), hot flush ("hot flashes"), palpitations ("blood or heart disorder/condition type:heart palpitation"), fatigue ("fatigue"), abdominal distension ("bloating"), wheezing ("wheezing"), multiple allergies ("allergies"), paraesthesia ("finger tingling/tingling in the hands"), hypoaesthesia ("numbness"), dyspnoea ("sob/shortness of breath "), abdominal pain ("abdominal pain"), dizziness ("dizziness"), pain in extremity ("leg pain / left leg pain"), premature menopause ("early menopause"), nasopharyngitis ("cold"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysuria ("peeing to hurt"), dysgeusia ("taste metallic"), ovarian cyst ("cyst"), musculoskeletal pain ("shoulder pain/neck pain"), arthralgia ("hip pain"), stress ("stress"), tinnitus ("ringing"), menstruation delayed ("started missing cycle completely, from july until last week") and device expulsion ("essure in uterus") and was found to have weight increased ("weight gain") and white blood cell count decreased ("white blood cell count comes up"). The patient was treated with surgery (remove essure implant and remove essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, genital haemorrhage, autoimmune disorder, hypersensitivity, migraine, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, wheezing, multiple allergies, hypoaesthesia, abdominal pain lower, premature menopause, nasopharyngitis, dysuria, ovarian cyst, musculoskeletal pain, arthralgia, stress, tinnitus, menstruation delayed and device expulsion outcome was unknown, the pyrexia, headache, weight increased, hot flush, palpitations, abdominal distension, dyspnoea, abdominal pain, dizziness, bladder disorder, urinary tract disorder, dysgeusia and white blood cell count decreased had resolved and the paraesthesia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, bladder disorder, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspnoea, dysuria, fatigue, genital haemorrhage, headache, hot flush, hypersensitivity, hypoaesthesia, menorrhagia, menstruation delayed, migraine, multiple allergies, musculoskeletal pain, nasopharyngitis, ovarian cyst, pain in extremity, palpitations, paraesthesia, pelvic inflammatory disease, pelvic pain, premature menopause, pyrexia, stress, tinnitus, urinary tract disorder, vaginal haemorrhage, weight increased, wheezing and white blood cell count decreased to be related to essure. The reporter commented: pmh: chronic neck pain, occasional flexeril. G1p0 ¿ miscarriage at 4-6 weeks. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - in 2008: total bilateral occlusion. Ultrasound scan - on an unknown date: results: coils are protruding into the uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: ovarian cyst, nasopharyngitis, pelvic inflammatory disease, dysuria, dysgeusia , dyspnoea, musculoskeletal pain, arthralgia, stress, urinary tract disorder, bladder disorder, missed period ,device expulsion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), pyrexia ("fever"), headache ("headache"), dizziness ("dizziness"), migraine ("migraines") and weight increased ("weight gain"). The patient was treated with surgery (remove essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, hypersensitivity, pyrexia, headache, dizziness, migraine and weight increased outcome was unknown. The reporter considered autoimmune disorder, dizziness, genital haemorrhage, headache, hypersensitivity, migraine, pelvic pain, pyrexia and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.